Event description:
It was reported "after inserting the iabc catheter, errors were continuously reported (possibly helium leakage). After investigation, it was found that the catheter was leaking, and the problematic catheter was urgently removed." Patient current condition reported as "fine". No patient complications reported.

Manufacturer narrative:
(B)(4). The reported complaint that the "catheter was leaking" was confirmed upon investigation of the returned sample. The customer returned a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample (inp-2, inp-3) for investigation. The sample was returned in a cardboard box and was loosely packed in the original packaging box (inp-1, inp-5). Upon return, the one-way valve was tethered to the short driveline tubing (inp-7). The bladder was fully unwrapped (inp-8). The supplied arterial pressure tubing was noted connected to the iabc luer (inp-7). Bends to the iabc were noted at approximately 21.5cm, 33.2cm, and 66.8cm from the iabc distal tip (inp-9, inp-10, inp-11). Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0070in-0.0076in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane (anp-1). Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted at approximately 0.7cm from the iabc distal tip (anp-2, anp-3). A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak was undetermined. The most probable potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "after inserting the iabc catheter, errors were continuously reported (possibly helium leakage). After investigation, it was found that the catheter was leaking, and the problematic catheter was urgently removed." Patient current condition reported as "fine". No patient complications reported.

Manufacturer narrative:
(B)(4).